Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was missing an output connector nut. It was also indicated that a display wire was pinched and the insulation was breached. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial port was missing the locking collar. The epg was returned for service. There was no patient involvement.